Event description:
It was reported that during a percutaneous coronary interventional procedure, the vessel was perforated. The 100% stenosed lesion was located at a bifurcation of the moderately tortuous and severely calcified circumflex artery into the obtuse marginal. Two balloons were inflated a total of 6 times during predilation. The rotablator was then used for 6 passes, with the rotational speed dropping from 160,000 rpms to 140,000 during the ablation. Contrast injections were performed following each pass. The pt was initially asymptomatic when the perforation was noted. A 2.5 x 12mm maverick2 balloon was inflated to tamponade the perforation. The blood pressure dropped to approximately 50/20, and the heart rate slowed. The pt was still alert at this point. An echocardiogram was done, and the pt was intubated. The balloon was upsized to a 3.0 x 12mm maverick2 to tamponade. Pericardiocentesis was performed and 30ml were removed. The pt then coded, and cardiopulmonary resuscitation was performed. Patient was then given protamine sulfate and a balloon pump was inserted. Patient was taken to surgery, and a suture repair of the perforation was done. Patient was discharged with no further complications. Physician reported that he believed that the perforation occurred proximal to a "huge chunk of calcification."

Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.